Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the groshong cv catheter, single-lumen, 7f products that are cleared in the us. The pro code for the groshong cv catheter, single-lumen, 7f products is identified. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7711700ce chronic catheters allegedly experienced obstruction of flow and failure to infuse. This report was received from one source. This malfunction involved a patient with no known impact to the patient. Age, weight, and gender were not provided.